Manufacturer narrative:
The patient remains on lvad support with the pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 6 weeks post-implant, it was reported that the patient's ldh (lactate dehydrogenase) had increased and haptoglobin had decreased. A tee (transesophageal echocardiogram) indicated left ventricle pulsatility and the aortic valve opened with every beat. It was also reported that there was no thrombus, no kinking of the outflow and no obstruction. The patient was placed on the urgent transplant list.